Event description:
It was reported that during one day post implant check, fluoroscopy revealed the atrial lead had dislodged. The patient was asymptomatic. The lead was repositioned.

Manufacturer narrative:
(B)(4).